Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380- 2024 - 28979 - device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6)2024 (B)(4) infusion set were kinked, and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.